Event description:
It was reported that the red and blue indicators on the lead were reversed. The defib leg with the red ring was labeled 'svc' and the defib leg with the blue ring was labeled 'rv'. During the implant procedure, it was observed that the thresholds were better on the red ring and the physician felt the label was wrong, not the color of the ring. The lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.